Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2011. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with diagnostic laparoscopy, due to left pelvic mass and sui. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a mesh exploratory laparotomy with total immobilization of sigmoid colon with left ovarian cystectomy and lso on(B)(6) 2011, due to left pelvic mass. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient had the mesh surgically explanted on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011 due to pain, erosion, infections, dyspareunia. (B)(4) dyspareunia.